Event description:
According to the complaint, the abutment screw broke in implant. The surgeon was unable to retrieve it so had to take the implant out. This is a reportable serious injury due the necessity of a surgical intervention to complete the procedure.